Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine testing, the cardiosave intra-aortic balloon pump (iabp) unit failed safety disk leak test. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10, h11. Additional information: tel - (B)(6) & e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that during routine safety disk leak test performed by staff the cardiosave intra-aortic balloon pump (iabp) failing leak test. There was no patient involvement and no patient harm reported. Failure observed by end user during routine safety disk leak test failed. A getinge field service engineer (fse) tested cardiosave in diagnostics and performed all manifold leak test and failed membrane leak by 8mmgh. Isolated failure to defective safety disk(d202-00-0140) replaced and performed all manifold leak test and passed to specifications. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department received safety disk this part was received with a reported unit failure message of membrane leak tests failed. Performed visual inspection of this part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure of membrane leak tests failed. Result of membrane diff. Pressure 5mmhg, the factory specification is +-6mmhg. Safety disk passed testing. Retaining safety disk in the fat dept., as per procedure 0002-07-d008 rev ap. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a